Manufacturer narrative:
The cortrak was returned for evaluation and found to be functioning per specifications. The tracings from the cortrak were reviewed. The first placement starting at 4:47pm was reviewed, at approximately 42 seconds the tracing shows a deviation to the left of the patient's midline above the horizontal axis. This indicates placement of the tub tip into the left main stem bronchus as shown in the instructions provided with the cortrak feeding tube. The placement continues with some back and forth in the upper right quadrant of the monitor and is ended after 1 minute 40 seconds. It is unknown why the user did not react to what was shown on the cortrak monitor. The tracing reviewed is not indicative of a normal gi placement. Lung placement is a known risk of any nasogastric tube placement procedure. Placement is dependent on the clinician and patient not the feeding tube itself.

Event description:
Cortrak ng feeding tube was inserted into the left lung while using a cortrak during tube placement. No aspirate was noted but two nurses confirmed proper placement on cortrak device. Patient fed but when patient starting looking unwell discussed with medical team and feed was stopped four hours later. A chest x-ray was done and the report was inconclusive of tube position. Upon cortrak review it was revealed that the tube was in the lung. Patient ventilated and commenced on antibiotics.